Event description:
A male home dialysis pt's spouse reported that during night the tubing disconnected from the venous pressure transducer by itself and that the pt was bleeding. The pt was transported to the hospital where he was subsequently hospitalized and required "3 blood transfusions." The home program nurse relayed that a note left for her by the nephrologist attributes the pt injury (accident) to not following the proper machine setup. According to the pt's wife when she went to the pt room (where he was dialyzing) she found the pt was bleeding and sleeping, but the machine was not alarming and no error message was shown on the screen. The tube has been disconnected from the transducer at the venous port, the transducer still attached to the machine.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all information received to date. The pt experienced blood loss when the tubing was found to be disconnected and the device did not alarm. The pt was subsequently hospitalized and required "3 blood transfusions." The clinician indicated the causality of the event was related to pt compliance. The nephrologist was notified and change in treatment was planned. A plant investigation is still on-going and a supplemental MDR will be submitted at the conclusion of the investigation. Reference MFR #2937457-2013-00095.